Event description:
The patient's left knee was revised due to patient pain and instability. Surgeon swapped out the poly. The surgeon mentioned that the patient sustained a fall 1 - 2 months ago.

Manufacturer narrative:
An event regarding instability involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis was performed on the returned devices. The report concluded: "in-vivo service related damages to the articulating surface of the insert included burnishing, delamination and pitting. These are commonly identified damage modes on ultra-high molecular weight polyethylene (uhmwpe) inserts. Articulating surface damages were skewed anteriorly and were exhibited across the central eminence, suggesting that the knee may have been misaligned or unstable. There was no evidence of manufacturing or material defects on the returned uhmwpe tibial insert." Medical records received and evaluation: insufficient records available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history, report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient's left knee was revised due to patient pain and instability. Surgeon swapped out the poly. The surgeon mentioned that the patient sustained a fall 1 - 2 months ago.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. A supplemental report will be submitted upon completion of the investigation.